Event description:
The customer reported non-reproducible, falsely elevated troponin I (access accutni) results, for seven patients, involving the access accutni reagent used in conjunction with the access 2 immunoassay system. This report is one of seven referencing the patient on the event date noted. An original result of 0.26 ng/ml was obtained and released out of the laboratory. As a result, the patient was admitted to the hospital for evaluation. The physician questioned the result as it did not correlate with the patient's clinical status. The sample was retested in duplicate, on the same instrument, and produced results of 0.41 and 1.66 ng/ml. The customer then sent the patient's sample to a reference laboratory for repeat analysis. The sample was analyzed on an alternate analyzer and obtained a lower result of <0.01 ng/ml, within the normal reference range of the assay. The customer indicated the patient was discharged after the repeat testing. The patient's sample was collected in lithium heparin plasma tube with gel and centrifuged at 4,500 rpm (rotations per minute) for five minutes, at room temperature. The sample was not re-centrifuged prior to the repeat analysis. At the reference laboratory, the sample was centrifuged at 3,800 rpm for five minutes on the alternate analyzer. The customer's critical cutoff for troponin is 0.10 ng/ml. No sample integrity issues were noted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication the access®accutni device was returned for evaluation. The field service engineer (fse) noted the extended time had lapsed since the last preventative maintenance (pm) performed in (B)(4) 2013; a major pm was also performed. The fse verified instrument performance and obtained a passing high sensitivity system check. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. The customer indicated, between (B)(4) 2013 and (B)(4) 2014, two system checks were performed; one performed on (B)(4) 2013 failed the washed portion; system check was not repeated. Another system check, performed on (B)(4) 2014, passed within specifications. The last pm was performed on (B)(4) 2013. The customer performed a 15-repetition precision test using level 2 qc and performed system check on (B)(4) 2014 for system verification. And the customer obtained a passing precision test and system check. In conclusion, a definitive cause of the event could not be determined with the available information. All related medwatch reports associated with this incident: 2122870-2014-00089, 2122870-2014-00090, 2122870-2014-00091, 2122870-2014-00092, 2122870-2014-00093, 2122870-2014-00094, 2122870-2014-00095.